Event description:
Consumer claimed a piece came off retainer ended in her throat. "The bottom teeth part came off. A piece about the size of my pinkie finger nail." It was later clarified that it was in her mouth, not in her throat, she was afraid it would go in her throat.